Manufacturer narrative:
The electrode was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an invasive procedure was performed. The electrode was surgically abandoned and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode exhibited oversensing due to low amplitude measurements and resulted in delivery of inappropriate shock therapy. Additionally, varied shock impedance measurements were observed following shock delivery and noise was observed during a single episode. A chest x-ray was taken and noted that the electrode may have moved more lateral. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.